Manufacturer narrative:
The pump was received with no button response due to an unlocked keypad connector on the lcd board. The pump was received with cracked battery tube threads, a cracked reservoir tube lip, a cracked case near the display window corners, a cracked case on the display window, and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had unresponsive down arrow button on the insulin pump. Customer was advised to discontinue use of the pump. The pump will be replaced.